Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. The customer did not provide elevated bg values. Reportedly, the customer discussed pump settings adjustments with a health care professional. Customer declined troubleshooting with tandem technical support. At the time of the report, customer's bg level was 175 mg/dl.